Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent primary breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced left side deflation post procedure. The issue was diagnosed through a physical examination. As a result, replacement with an allergan natrelle prosthesis was performed on (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 28, 2020. The investigation of the returned device was completed by the failure analysis lab on october 19, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedures, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 263734, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).